Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. A video was received for analysis. The video was visually inspected and it can observed the defect mentioned on complaint description "water is bubbling up through neck of column and into circuit". A device history record review could not be conducted since the lot number was not provided. Customer complaint is confirmed based on the visual inspection on the video that was received for analysis. However, there is no sufficient evidence to determine this issue was originated during the manufacturing process. The root cause for the condition reported could not be identified. To perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this complaint will be updated as applicable.

Event description:
Customer complaint alleges "water is bubbling up through neck of column and into circuit." It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. A check valve test was performed and the check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same syringe setup was used to confirm the proper operation of the lower check valve. A column/bottle test was then performed. The returned column was connected to a concha water bottle in the correct position. Both upper and lower tubes were punctured into the concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then connected to a 2414 comfort flo circuit with a 2411-04 neonate cannula. Using 3lpm of air flow with no problems, the air flow was disconnected from the cannula with no water level in crease into the circuit. (Con't) other remarks: the airflow was reconnected to the infant cannula at 3lpm. The nasal nare was occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system. The airflow was disconnected again allowing the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. To ensure the correct operation of the column, a small amount of water was poured into the column and then the column was inserted into a neptune heater. The neptune heater was allowed to heat up. After approximately 3-4 minutes the low water indicator lamp came on which confirmed the column low water float system was functional. The column was lifted out of the neptune and the lower water indicator lamp went out. Based on the investigation performed, the reported complaint could not be confirmed. The defect was not able to be recreated even at the highest back pressure settings.

Event description:
Customer complaint alleges "water is bubbling up through neck of column and into circuit." It was reported there was no patient injury consequence. Patient condition reported as "fine".